Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify: did the suture break before the procedure or during the procedure? Procedure date? What tissue was being approximated or sutured when it broke? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare. Active ingredient(s) :triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. It was reported that when the package was opened and it was about to use the device to sew, the suture broke in the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/17/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned product revealed that one opened sample product code vcp344 was received for evaluation. Upon to visual inspection of the returned sample, the swage and attachment area were noted to be as expected, the tip needle was observed with damaged, black and melted likely due to exposure to heat, the suture was received cutted at the end and body fluids at the surface. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code vcp344 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: it was reported that when the package was opened and it was about to use the device to sew, the suture broke in the surgery. Please clarify: did the suture break before the procedure or during the procedure?: according to the feedback of the sales, it happened during the procedure. Procedure date?: unk. What tissue was being approximated or sutured when it broke?: bladder peritoneum. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.